Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (9/17/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to a continuous glucose monitoring (cgm) device. The complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began a few weeks ago prior to contacting lfs. The patient reported blood glucose readings of "140 mg/dl" with the subject meter and "250 mg/dl" on cgm device (sensor brand). As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. It is not specified what action the patient took regarding her diabetes regimen at the time the alleged issue began. The patient denied developing symptoms. Due to the alleged reading on the subject meter and on the other device, the patient stated she did not eat. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly; however, the patient did not have the test strips available to determine the condition of the test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because, the alleged issue remained unresolved.